Manufacturer narrative:
(B)(4). The lot number 12j062 was manufactured between september 26, 2012 and september 27, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection confirmed the reported condition of a leak. This condition was due to broken tubing at the junction of the stress member. The cause of the broken tubing is unknown, though the jagged break is indicative of excessive pulling force. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate elastomeric device leaked into the over-pouch. This event was noted prior to use. No additional information is available.